Manufacturer narrative:
The device was retained by the user facility and was not returned to the manufacturer for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 13 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that during laparoscopic-assisted percutaneous endoscopic gastrostomy (peg) tube placement, ¿a filament from the peg tube wire was visualized on the stomach wall following tube placement.¿ a segment of blue filament was observed intra-abdominally along the tube and stomach. ¿additional intervention was required,¿ and an additional trocar was placed to allow use of a grasper to remove the filament. The filament and wire were inspected, and a segment of the wire appeared uncovered by the blue filament, which was identified as the likely source. The procedure was then completed. The device was retained by the user facility (e.g., held per facility protocol) and was not returned to the manufacturer for evaluation.